Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was a gap between a transfer set and capd disconnect y set (baxter product) when the two devices were connected. This was noticed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient/event.